Event description:
Boston scientific radial jaw 4 jumbo with needle would not cut tissue during procedure team opened another device with a different lot # and it was successful. No harm. Device disposed of after use. Lot #: 35834593 exp: 02/11/2028.